Event description:
Vasoseal was used following a diagnostic catheterization procedure. Two days later the pt presented to the ER with signs of an infection. The pt was put on antibiotics. Five days later the pt had an I&d done. The wound cultures revealed a staph aureus infection.